Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with 1 cartridge during the load process. Customer's blood glucose level was not impacted. Customer was able to successfully load a new cartridge and resume insulin delivery.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up supplemental report will be submitted.